Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pump was explanted on (B)(6) 2013 due to infection. The current state of the patient was unknown. The medi cation delivered by the device system was unknown. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Additional information received reported explant was due to a suspected infection because the incision was not healing well. The patient had been taking a generic medication that had aspirin in it that caused blood to pool in the pump pocket. The patient had a new system implanted the day of this report. The patients status at the time of the report was "alive - no injury". The type of drug in the pump was reported as unknown.